Event description:
Adhesive on the laparotomy drape came undone during surgery, exposing the patient underneath. The area underneath was draped with green towels and sterile. A new drape was placed over the exposed area and surgery continued.